Event description:
Follow-up information provided the patient underwent scs system explant on (B)(6) 2018. A new system was implanted. The issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ipg pocket site heating and a shocking sensation at ipg site (also see related MFR. Reports#: 1627487-2018-10760, 3006705815-2018-02824, 3006705815-2018-02825). As a result, the patient is awaiting surgical intervention.